Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed that the cartridge could not be used. There was no impact to the customer's blood glucose level. Reportedly, the customer declined troubleshooting with tandem's technical support.